Event description:
The employee was awaiting a return to work date from doctor. Hospital was contacted for follow-up information, but none was provided.

Event description:
A system 1 processor overflowed during use, resulting in an estimated 15 to 20 gallons of steris 20 sterilant concentrate use dilution accumulating on the floor around the processor. A hospital central supply technician who had been standing in the fluid on the floor complained of an acute burning sensation in his throat, fever and chills. The employee was seen in the hospital emergency room. It was reported that the employee was not treated for any injury, but was given an inhaler to temporarily assist with breathing. A housekeeping employee who cleaned up the spill was also reported to the hospital emergency room; no additional information was reported in regard to this employee.

Manufacturer narrative:
Steris' medical device reporting process in place at the time of this complaint did not require reporting of this injury regarding what constitutes a reportable, serious injury or death. Nonetheless, steris' current process is a more conservative approach relating to reporting and therefore this complaint, reviewed today, would have resulted in a medwatch report being filed with the agency.

Manufacturer narrative:
Steris 20 sterilant concentrate is diluted in the system 1 processor to a use dilution. The system 1 operator manual states that the use dilution is non-toxic by oral and dermal administration, has neutral ph and has no corrosive effect on the skin, although dermal irritation may occur in sensitive individuals. A steris service technician inspected the system 1 processor two days after the reported incident and found that the processor ran properly and had no internal leaks. The technician replaced a lid switch which did not operate properly when the lid was open, but as the hospital staff reported that the lid was closed and the internal lid seal was inflated at the time of the incident, the lid switch issue was evaluated to be not related to the leakage. The hospital staff also noted that a leaking tray could possibly accumulate sufficient fluid in the unit drip pan to cause a leak. The steris service technician inspected each of the hospital's processing trays and found no obvious leaks in any tray. The steris account manager met with the hospital central supply manager to review the hospital staff's system 1 use training records and spill procedures, which showed that this staff training was up to date. A new copy of the system 1 operation manual was provided to the central supply manager as requested.